Event description:
A 3.5 mm diameter x 18 mm length endeavor drug-eluting coronary stent delivery system was successfully implanted into a patient. Implant information is unknown. It was reported that the patient expired approximately 4.5 years post-stent implantation. No autopsy was performed. The death certificate listed the cause of death as cardiac dysrhythmia and coronary artery disease. The investigator's assessment as to whether there was a relation between the event, study device, and procedure has not been provided.

Manufacturer narrative:
(B) (4): evaluation results: (death).